Event description:
Family member of home pt (hp) reports hp accidently disconnected the pt line of the homechoice set during treatment on the homechoice device. Family member reports hp ended treatment and restarted with new supplies with assistance from baxter representative. No pt injury or medical intervention required per family member of hp.